Manufacturer narrative:
A partial lead with the distal tip measuring 42.5 cm was returned for analysis. External insulation abrasion of the outer layer was noted at 16.9-17.7 cm from the distal tip consistent with friction to another implanted device or feature of the heart. External insulation abrasion breaching the re and svc lumens was noted at 38.2-38.6 cm from the distal tip consistent with friction to the ICD can. The etfe coating was intact at the same location. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that during an ICD changeout for normal eri, the lead tested normal. One month later, the pacing lead impedance was high and out of range. The lead was explanted and replaced.

Event description:
Additional information noted that the patient presented to the clinic with an inappropriate shock. Lead noise was also observed.